Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Therefore, section d9 has been populated. It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter, the contraction became stuck. Device investigation details: following j&j medtech procedures, a visual inspection, deflection and rotation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. Deflection testing was performed, and the deflection mechanism was working correctly. The contraction mechanism was not stuck, the loop was found relaxed, and it was not possible to make the loop smaller or bigger. Due to this issue, device handle was dissected and the contraction puller wire was found broken inside the loop tip area. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The contraction stuck reported by the customer was confirmed, based on the device condition found during the investigation. The root cause for the broken puller wire is traced to manufacturing process. An internal correction action was opened to investigate and improve the process related to this failure mode. The instructions for use (IFU) contain the following information: use the rocker lever to deflect the catheter tip. When the lever is turned out of the neutral position, the tip deflects in the same direction as the lever. The amount of deflection is relative to the amount of lever rotation. To straighten the tip, return the rocker lever to neutral position. Verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter, the contraction became stuck. After the first few ablations, the physician noticed that the knob was able to be turned, but the loop of the catheter was stuck in full contracted position. The catheter was replaced with a new one. There was no difficulty in removing the catheter and no consequences for the patient.